Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for degen disc disease/herniated pain. Information was reported that the patient is getting an MRI which is not due to a problem with their device/therapy. The caller reported the doctor stated the device is non-functional. The caller doesn't know if this means the patient programmer or the ins. No further complications were reported. No patient symptoms were reported.